Manufacturer narrative:
D10: (B)(6), 208-01-03 - cc femoral sz 3. (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6), 208-05-03 - cc distal fem augment sz 3, 5mm. (B)(6), 208-05-03 - cc distal fem augment sz 3, 5mm. (B)(6), 208-09-05 - cc stem ext adaptor 5 degree. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a right knee replacement procedure. Despite subsequent revision surgeries, the patient continues to experience daily knee pain and discomfort, which limits activities of daily living and recreational activities and adversely impacts quality of life. No further information is available.